Event description:
It was reported by the sales rep that during prep they inflated the proplege coronary sinus catheter, pr9 balloon for de-airing purposes and the balloon would not deflate. The balloon was inflated per the instructions for use. The catheter was not used on a patient. Another catheter was opened and functioned fine.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
The complaint was confirmed. The root cause of the reported balloon deflation difficulty is indeterminable. It is most likely that procedural factors caused this reported deflation difficulty. Using a contrast solution with a more concentrated ratio than 1:6 can cause crystalline material to deposit in the balloon inflation lumen. The proplege device was not designed or validated to be able to use any ratio of contrast solution other than 1:6 in the balloon lumen consistently. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. Trends will continue to be monitored through the edwards quality system.